Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022, that the dr. Showed a case where the patella plate listed below was used to fixate a complex fracture. I am sure that it was a 3 hole standard plate used in the case. The patient had a comminuted fracture that included a superior fragment that was difficult to hold and apply fixation to. The dr. Said he didn¿t get enough fixation (screws) into that fragment to adequately hold it. He said that he should have used the 6 hole plate that is larger which would have allowed him to better grab the fragment. The surgeon placed in total 11 screws, and from them, 2 pol screws in the proximal pol, and additional 2-3 short locking screws in the same fragment. But unfortunately, the large upper pol fragment got fragmented in itself, and the lateral part pulled out after 6 week. Maybe one screw was placed in the fracture gap, and the other maybe was responsible for the separation of the secondarily displaced fragment? Retrospectively, a larger plate, positioned more proximally, would have prevented this failure. There was no hardware failure to note, only that the superior fragment migrated post operatively. This report is for one (1)unk - screws: trauma. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: trauma lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter postal code - (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual inspection of the returned photo revealed there plate and screw construct implanted in the distal right femur. It was observed the screw migrated laterally from where it was previously implanted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.